Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a tortuous calcified coronary artery. A 4.00x28mm synergy drug-eluting stent was advanced to the lesion. However, it was noted that the shaft of the device snapped due to the excessive force on the stent over the tortuous calcified lesion. The device was trapped in the guide and then the whole system including stent catheter, balloon and guide was removed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.